Manufacturer narrative:
Full event site name: (B)(6) it was reported that during use the cardiosave intra aortic balloon pump touch screen was not responding. There was a patient involvement and no adverse event reported. (B)(6) rn called reporting a touch screen of a cardiosave is not responding. All attempts at troubleshooting the issue are unsuccessful. He stated there was no backup pump available at the time of the call. Gave the option of rebooting the pump to see if that would resolve the issue. (B)(6) agreed and the pump was powered down and back up successfully with minimal therapy interruption. Upon powering back on the pump was operating as expected and the touch screen was responding as expected. Downtime to therapy was less than 5 minutes. (B)(6) stated he will tell his biomedical department of the issue and would like the local fst to reach out to test and service the cardiosave. (B)(6) is appreciative of the assistance tonight. In future if we receive any repair information will reopen and update this record.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump touch screen was not responding. There was a patient involvement and no adverse event reported. (B)(6) rn called reporting a touch screen of a cardiosave is not responding. All attempts at troubleshooting the issue are unsuccessful. He stated there was no backup pump available at the time of the call. Gave the option of rebooting the pump to see if that would resolve the issue. (B)(6) agreed and the pump was powered down and back up successfully with minimal therapy interruption. Upon powering back on the pump was operating as expected and the touch screen was responding as expected. Downtime to therapy was less than 5 minutes. (B)(6) stated he will tell his biomedical department of the issue and would like the local fst to reach out to test and service the cardiosave. (B)(6) is appreciative of the assistance tonight. In future if we receive any repair information will reopen and update this record.